Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-09173. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The investigation completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The OEM determined that the ccd (charged coupled device) unit failed due to unexpected stress on the head section caused by the user's handling, attributing to no image. As stated on the IFU and as a preventive measure, the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The reference camera head was returned for evaluation. The evaluation found the charged coupled device (ccd) chip was tested and displayed no image; only color bars. The crack on tip of the video connector and the connector pins were broken was confirmed. The likely cause of the crack can be attributed to excessive force. Additionally, rust was observed on the coupler e-shaft and springs. The camera head was repaired back to specification and returned to the customer. A review of repair history indicated the camera head was last repaired on (B)(6) 2016. The investigation is ongoing, therefore, the root cause of the defective ccd chip causing no image cannot be determined at this time, however, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that during reprocessing, the connector cable where the circuits are on the high definition autoclavable camera head was reported to be cracked. No patient involvement was reported.